Event description:
It was reported that during the pta/stenting treatment procedure, the nir royal biliary stent became partially dislodged from the delivery catheter balloon. The dislodgment occurred while advancing the stent past the renal lesion. The stent was subsequently recaptured in the guide catheter and successfully removed. No patient injuries or complications were reported. The patient's status was reported as 'fine'.